Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), after removing the electrode pads (propadz lot #1524), burns of an unknown degree were found on the patient's skin. No additional information is available at this time.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the electrodes and the device performed to specification. The device was put through extensive testing including bench handling, impedance, and stress testing without duplicating the report. The device was recertified and returned to the customer. A visual inspection was performed on the pads and revealed that they were assembled correctly with the gel completely covering the radiolucent agcl plate and no exposed wires. There was slight discoloration on the edges of the plate, confirming that energy was delivered through the pads. Both front and back pads appeared to be speckled with flakey, brown spots. The front pad had patches of green discoloration, strands of hair, and a spot of blood on the gel. The device log was reviewed of the event date (6/14/2024). The log observed a shock event where 297.5 j were delivered with the recorded patient impedance of 82.6 ohms and a defib impedance of 146 ohms (63.4-ohm difference). This high impedance difference (63.4) ohms indicating poor coupling between the electrodes and the patient occurred. The poor coupling can lead to air pockets forming between the electrodes and the patient which can cause sparking and burning. The r series operator's guide, states, "do not use therapy or ECG electrodes if the gel is dried, separated, torn or split from the foil; patient burns may result from using such electrodes. Poor adherence and/or air pockets under therapy electrodes can cause arcing and skin burns." Poor coupling can occur for multiple reasons, including but not limited to, poor patient preparation, improper application of electrodes, dry electrodes, and patient movement. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.